Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the set. Blood glucose level at the time of the incident was over 300 mg/dl. The customer stated she changed the battery but the display remained blank. Troubleshooting was performed and the display did not return. The customer stated the device was not dropped, bumped or exposed to moisture and no damage or corrosion was not found. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.